Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.

Event description:
The customer reported that the system was displaying intermittent generator error messages followed by an uncommanded system shutdown. No pt injury was reported.